Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2800 aortic valve implanted for an unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm non-edwards transcatheter valve.

Event description:
It was reported that a patient with a 21mm 2800 aortic valve implanted for 10 years and 8 months underwent a valve-in-valve procedure due to severe stenosis and severe insufficiency. The procedure was performed with a 23mm non-edwards transcatheter valve with no complications. The patient was discharged on pod#2.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on new information received, this event is no longer considered reportable.